Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cerebrovascular accident (cva). On 7/15/2019, additional information was received indicating the temperature rose twice during the case. The catheter was removed and at that time, no char noted. Heparin anticoagulant was used. Char was noticed and the physician believes the cva was related to the char observed on the catheter. The physician felt he used the catheter appropriately. Generator parameters were set at power mode and temperature cut off at 43 degrees. When any of the cut off values were exceeded, the system stopped ablation. No error messages or product problems were noted. Manufacture reference no: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. On 7/10/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture ref no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cerebrovascular accident (cva). Post procedure, the patient developed cva which was confirmed by magnetic resonance imaging (MRI). There¿s no information regarding medical or surgical intervention, extended hospitalization, patient¿s outcome, or the physician¿s causality opinion. No biosense webster inc. (Bwi) product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.